Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the battery was tilted and painful. The rep reported that they assessed the site and the battery was tilted and putting pressure on the outer skin. The rep reported that the patient was scheduled for a revision surgery on (B)(4) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he had a revision done in (B)(6) 2017 or maybe 2018 where the leads were moved and the battery was getting hit in the stomach all day and the implant was moved. The patient reported that the implant had moved outward and somehow came loose and wasn¿t flat against the stomach anymore. No further complications were reported.